Manufacturer narrative:
The device was returned for evaluation. The device was powered on and given functional testing. The pump was found to have a depleted battery a few minutes after power on. The pump did not recognize the battery. The interconnect board component was replaced to address this issue.

Event description:
It was reported the device was being tested and a "depleted battery" alarm occurred even with new battery. Reporter did not confirm whether any patient was involved when issue was identified.